Event description:
The fse reported that the system would not produce a fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image intensifier power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.